Event description:
It was reported that the patient was in complete retention. A ¿basic test¿ was done and the patient saw greater than ninety percent improvement and was able to void. After the permanent implant was placed the patient had ¿too much frequency.¿ the patient was going to the bathroom 15 or more times a day. The patient also experienced overstimulation. The device had been off ¿since (B)(6).¿ three days later it was reported that the patient was on program 2 at 4.2 volts and was peeing a ¿whole lot.¿ the patient turned it down and continued urinate up to eight times a night. The patient had an appointment with her health care provider (hcp) on (B)(6) 2013 but was advised to call the manufacturer representative because the hcp did not know a lot about the therapy. The patient wondered if she had a urinary tract infection (uti) so ¿they¿ did a uti test and it was confirmed on (B)(6) 2013 that she had an infection.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va08f3g, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the health care provider reported that the cause of the event was unknown. It was stated that the patient "went for a second opinion prior to invasive intervention". It was not clear what "invasive intervention" meant. The patient symptoms were reported as "frequency of urination after treatment for retention". The patient did not require hospitalization. It was reported that the patient outcome was "non-serious injury or illness".

Event description:
Additional information received reported the patient was still having overactive bladder and was mentioning getting the device removed. They had tried all programs except program 4. The last reprogramming was done on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since getting the implantable neurostimulator (ins), the patient was having issues with overactive bladder and was urinating too many times a day. She had been waking up a lot at night to urinate. The patient had turned stimulation on and off and the overactive bladder was still present. From mid-february to two days prior to the report, the patient had tried various settings on program 2, ranging from 3.0 volts to 3.9 volts. When she turned it up to 3.8 volts in (B)(6), it tingled. She was peeing too much and nothing helped. At the time of the report, the patient was on program 2 at 3.0 volts and she had tried turning stimulation up and down. The ins was checked and was off. The patient turned stimulation on, changed to program 1 at 3.8 volts, and it was comfortable. She planned to try this setting and see how her symptoms were.